Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that they're having difficulties charging their ins and they don't like where their ins is implanted because it makes it difficult to charge. Agent walked caller through steps to charge their ins. Upon troubleshooting, agent found that pt was holding the handset over their ins and not the recharger. Agent reviewed how to properly charge the ins. Pt confirmed that they were able to begin charging their ins. The troubleshooting steps taken on the call resolved the issue. No symptoms were reported.